Manufacturer narrative:
This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Event description:
Post market surveillance review of literature found report of post-operative rod breakage. Three broken rods in one patient. Article title: 'cervical klippel-feil syndrome progressing to myelopathy following minor trauma' publication date: (B)(6) 2014. N=1 ¿ one left rod - breakage at 6 months. N=2 ¿ two rods - breakage at 18 months. The following mfg. Medwatch reports are being filed for the three broken rods: 1526439-2014-12237, 1526439-2014-12238, 1526439-2014-12239.